Manufacturer narrative:
D10 correction: product ID neu_ptm_prog is not involved in this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump. It was reported that the patient stated that the nurse came and filled the pump this morning and cleared something and now when they went to use the handset they could not get it to do anything. The agent understood this to be the lag issue. However, the patient was unsure. The patient stated the nurse had the issue with other patients. Please refer to (B)(4) for event regarding lag issue.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown, serial#: unknown, product type: unknown, product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ptm_prog, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.